Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check discovered by customer , the cs300 intra-aortic balloon pump (iabp) has battery issues. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and stated that the unit has been charging 2 days. No errors logs or faults logs found. Perform battery test. Battery test "failed" after 63 min. As per service manual fse replaced batteries. Part is non-returnable biohazard. Product passed all functional and safety tests per factory specifications. Unit returned for clinical use is unknown.